Manufacturer narrative:
The reported malfunction was confirmed. Bed-to-bed alarm pop-up windows were not appearing. The remote service engineer (rse) was unable to determine what caused the issue to occur. The rse resolved the issue by rebooting the customers system. No further investigation is warranted. The device remains on site and in use.

Event description:
The customer reported that the bed-to-bed alarm pop-up windows were not appearing. The device was in use on a patient. There was no report of patient or user harm.